Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was positioned and deployed as expected. Upon polymer fill of the aortic body stent graft, the polymer syringe was observed to have emptied indicating a potential intravascular leak of polymer, and the patient experienced hypotension. The patient was treated for a hypersensitive reaction per the IFU and was stabilized. The physician elected to abort the case at that time and not exclude the aneurysm. A re-intervention was performed three (3) days later to complete the implant procedure with the placement of the ipsilateral and contralateral iliac limbs successfully excluding the aneurysm at the conclusion of the re-intervention. As of the date of this report, there have been no additional patient sequelae reported and the patient will continue to be monitored.

Manufacturer narrative:
The root cause for the emptying of the polymer syringe and intravascular leak of polymer could not be definitively determined with the information available; imaging and/or medical records were not available for review and the device was not returned for evaluation. The most likely cause of the emptying of the polymer syringe and intravascular leak of polymer was likely due to a compromise in the integrity of the aortic body stent graft fill channels and/or mating junction of the delivery system to the stent graft; however, this could not be definitively confirmed. The final patient disposition could not be determined due to a lack of any medical records or imaging. Reportedly, the patient underwent another endovascular procedure and was doing well post operatively there have been no further reports of negative patient sequelae. A review of the device quality records showed that the device demonstrated compliance to established procedures and specifications at the time of manufacture.